Event description:
It was reported that the patient wasted one inset 23" infusion set due to an incorrectly deployed infusion set or an infusion set connector that was not attached correctly, leading to infusion delivery failure with no device alerts or alarms. Symptoms included no reported clinical effects. Outcomes included replacement supplies and completion of troubleshooting and education. Investigation included a review of device use and user technique through troubleshooting. Investigation of this case revealed user handling or connection error related to the infusion set. It was concluded that the event was attributable to improper infusion set deployment or connection, with the device functioning as designed.